Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing and out-of-range intrinsic amplitude of greater than 1.5mv (milli-volts). It was noted that the device was appropriately sensing the true lv intrinsic signals on the left ventricular automatic threshold test (lvat) electrogram (egm); however, oversensing of signals on lv egm was noted. Additionally, oversensing led to pacing inhibition. No additional information related to the resolution of the event has been provided. If additional information is received, the case will be updated and reported accordingly. This lead remains in service and no adverse patient effects were reported.